Manufacturer narrative:
Additional information indicates there was no malfunction or adverse patient effects and the reported information of shortened tubing related to the physician's technique for the patient's shortened anatomy. There is no complaint on this device and no further investigation is therefore required.

Event description:
According to additional information received, the tubing was shortened during the initial implant procedure as the patient had a short scrotum. There was no device issue and no adverse patient effects.

Event description:
According to the available information, the tubing was shortened. No additional information has been provided at this time.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.